Event description:
Pt had chronic active inflammation with benign endocervical mucosa. After months of observation, it was decided to do a leep - loop electrocautery excision procedure - on (B)(6) 2010. The cone biopsy excisor broke during the procedure. The surgeon was able to retrieve all portions and nothing was left in the pt.